Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) apex lead appeared to have an insulation breach as visualized on the x-ray. The patient did have a fall but was unknown if this was the cause. Boston scientific technical services (ts) discussed that the patient's numbers in the electrogram (egm) looked great and there was no noise noted. The rv lead remains in service. No adverse patient effects were reported.